Event description:
The following has been reported: "pump problem". Cleaned and attempted to run infusion pump test. Pump problem error ocurred as soon as device was powered on. No history logs were found. A preliminary review of the device log files was not performed. The device was returned for evaluation. The device started up in state 1 error condition. Log files indicate pneumatic valve actuation failure (valve 1). Performed recharge test and unit failed. Installed engineering test pneumatic assembly. Performed recharge test and unit passed. Performed hardware test and unit passed verifying the valves are ok. The air compressor was found not to be functioning properly. The lcd screen is damaged due to broken screw mounts. The fva pins are showing drag. Removed fva assembly and fva pins have debris. Cleaned fva pins and channels. The air compressor, lcd screen and fva lip seals will be removed and replaced during the repair process before being sent to the test line for full functional testing. Reporting as a conservative measure due to the valve 1 actuation failure and the air compressor issue during investigation. No adverse effects were reported.